Event description:
A customer reported that their pump would heat up when charging, indicating a potential issue with the battery charging or charging port. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up or troubleshooting after reporting the problem.